Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the upper buttocks, which is off-label usage of the device, on (B)(6) 2025. The date of the event is an approximation. According to a report received via the distributor, it was reported that a pediatric patient experienced cgm inaccuracy. On (B)(6) 2025, the patient experienced vomiting and was diagnosed with diabetic ketoacidosis (dka). The patient was initially treated at home by a parent with 4 units of insulin before being taken to the hospital, where they were admitted to the intensive care unit (ICU). At an unspecified time during the event, the cgm reading was 44 mg/dl, while the blood glucose (bg) reading was 484 mg/dl. Additional measurements included bg: 370 mg/dl, while cgm: 45 mg/dl and bg: 320 mg/dl, while cgm was reading low. During hospitalization, the patient received treatment including electrolytes, potassium via IV, and insulin injections. The patient was admitted on (B)(6) 2025 and discharged on (B)(6) 2025, with a hospital stay exceeding 24 hours. At the time of the event, the patient was reported to be in good condition. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis.